Event description:
It was reported that an ilet user experienced hyperglycemia with blood glucose readings in the 200s mg/dl, including 249 mg/dl on the ilet and a confirmatory fingerstick of 239 mg/dl, persisting beyond 90 minutes; the user was also using a libre 3 plus sensor, and a full supply change was performed due to concern for a bent cannula at a teflon infusion site. Customer care provided support that included troubleshooting with fingerstick confirmation, and infusion set replacement recommendation. Investigation of this case revealed no device alarms and no issues detected with the new supplies, with glucose trending toward stabilization after meal-related elevation. No symptoms associated with elevated blood glucose reported. Outcomes included stabilization after supply change and ongoing insulin delivery, with no hospitalization or injury. It was concluded that the event was hyperglycemia with cause unclear, and the device appeared to function as intended after supply change. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR file is being submitted beyond the required reporting timeframe due to delays associated with recent internal system changes. The delay was unintentional and has since been addressed through process and system updates to prevent recurrence.